Event description:
Customer reported negative blood and leukocytes results on the instrument where as manual and microscopic results were positive for both the analytes. No report of injury due to this event.

Manufacturer narrative:
The cause for the discordant blood and leukocytes results is unknown.